Event description:
The pt's mother reported that the keypad is torn over the 'up' arrow and the brass button is exposed. The pt is having to press the 'up' arrow extra hard to respond. The pt does not expose the pump to water and wears pump in a pouch.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad was observed to have no visible damage. All keypad buttons were found to be intermittently responding. The keypad was removed and adhesive was observed under the button contacts.